Event description:
Report received of a complete tubing separation from the hub of a butterfly needle during an outpatient lab draw. It was reported that the clinician stuck the patient and immediately noticed blood leaking out of the hub of the butterfly needle, and that the tubing was completely separated. The needle was removed and the site was dressed with gauze and a bandaid. There was an insignificant amount of blood loss reported. A new needle was used to obtain blood from a different site. There was no reported adverse patient effects. Additional information was requested, but no further information was provided.